Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with occlusion-safety valve open due to an occlusion detected in the patient circuit. The customer reported there was patient involvement with no harm to the patient. Attempts were made to obtain patient information, but no response.